Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The uso seal was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed flow accuracy numbers out of normal range. No patient injury was reported.